Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion was consistent with friction to the device can and the reported event.

Event description:
Related manufacturer¿s report number: 2017865-2018-18774. During a follow up, noise resulting in oversensing and false automatic mode switch episodes was noted on the atrial lead and the device. The device and the atrial lead were explanted to resolve the event and the patient was stable with no adverse consequences reported.